Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 14822301/ 14963850.

Event description:
It was reported that the patients device was not helping with pain relief. The patient underwent a full system explant. No further information has been obtained despite good faith efforts.